Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that medapp is not launching. A technical support specialist, launched the medapp on cfnadmin mode and the application is launching as expected. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system medapp was not launching. Customer stated that the malfunction does not affecting patient care as the nurse was able to pull medication from the nearest pyxis station. There were no adverse events or injuries reported based on this incident.